Event description:
It was reported that t:slim x2 pump battery would not charge and that power source alert 07 appeared around the time issue began, but charging problem resolved before contact with support and pump did not shut down or become unable to turn back on. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies to resolve issue, received counseling not to use non-tandem charging supplies except when instructed for troubleshooting, acknowledged this guidance, and was provided replacement tandem wall adapter and charging cable via two-day shipping. Cts to replace pump. Customer will continue to use current pump.